Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter and suffered an esophageal fistula. Patient was admitted to the emergency department (ed) of a facility other than where the ablation was performed. There is no information regarding procedure type, date, or intervention. Physician that evaluated the patient in the ed reported the issue to the bwi representative, but had no further details. At the time of complaint report, the physician and facility that performed the ablation procedure had not been notified of the adverse event. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available.